Manufacturer narrative:
Device analysis report attached. This report is submitted on april 29, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to extrusion of the electrode into the external ear canal. The patient was reimplanted with another cochlear device during the same surgery.